Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that telemetry lockout was observed. Device malfunction was suspected. The patient presented in the clinic for device interrogation. The patient was stable.